Event description:
Caller reported that pump battery would not charge despite using a tandem charging cable and wall outlet. There was no reported impact to the customer¿s blood glucose level at the time of the event. Cts instructed the caller to try a different wall outlet, charging cable, and wall adaptor, but none resolved the issue; consequently, pump was to be replaced, and cts confirmed customer's shipping address and provided storage mode instructions for transport. Customer was informed to allow battery to fully deplete before returning pump and encouraged to send the problematic pump back to tandem within 10 days using the pre-paid label and return box. No information was shared regarding the backup therapy for insulin delivery.